Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that when the external pulse generator (epg) was connected to a patient, the device showed no pacing. The device was expected to be returned for servicing. No patient complications were reported as a result of this event.